Event description:
It was reported that the customer's insulin pump was alarming displayable history crc check failed on startup. The customer's blood glucose was unknown. Troubleshooting was done. Explained to customer that the alarm was normal insulin pump behavior. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.